Manufacturer narrative:
Precision testing was performed and was acceptable. Reagent carryover checks were performed and were within specifications. The issue did not re-occur. It was confirmed that the instrument is running back within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer completed instrument performance testing. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the nh3l2 (ammonia ii) assay on a cobas 6000 c501 module. The sample initially resulted in an nh3l2 value of 268 ug/l and repeated as 58 ug/l. No questionable result was reported outside of the laboratory. The nh3l2 reagent lot was 65391701 with an expiration date of 31-dec-2023.